Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and failed. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional, g3: date received by manufacturer - additional, g6: follow-up number - additional, h2: if follow-up, what type - additional, h3: device evaluated by manufacturer - additional, h6: event problem and evaluation method codes - additional.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).